Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse was helping to adjust the patient in bed after obtaining morning lab work and noticed an orange/pink stain on the patient's PICC line dressing. The nurse picked up the tubing from the bed with bare hands and found that the tubing set was wet. The nurse immediately stopped the epoch chemotherapy infusion and determined that the leak was occurring at the connection of the maxzero¿ connector valve and the PICC line. The nurse changed the maxzero and the PICC line dressing per protocol, then attached a saline syringe to flush the maxzero and the PICC line to ensure there were no further leaks. The infusion was resumed and the patient's arm was cleaned with chg wipes. There was no patient harm.

Manufacturer narrative:
The customer¿s report that a leak was occurring at the connection to the maxzero was confirmed. Functional pressure testing observed a leak from the maxzero. Closer inspection of the maxzero under magnification observed a microchannel on the interior maxzero walls that allowed fluid to leak. The cause of the leak is a microchannel found in the maxzero. The root cause of the microchannel which creates a fluid path is a manufacturing issue.

Event description:
The customer reported that the nurse was helping to adjust the patient in bed after obtaining morning lab work and noticed an orange/pink stain on the patient's PICC line dressing. The nurse picked up the tubing from the bed with bare hands and found that the tubing set was wet. The nurse immediately stopped the epoch chemotherapy infusion and determined that the leak was occurring at the connection of the maxzero¿ connector valve and the PICC line. The nurse changed the maxzero and the PICC line dressing per protocol, then attached a saline syringe to flush the maxzero and the PICC line to ensure there were no further leaks. The infusion was resumed and the patient's arm was cleaned with chg wipes. There was no patient harm.